Event description:
This complaint is reportable based on analysis completed on 3/23/07. It was reported that during a pci procedure, the quantum maverick balloon would not inflate. The lesion being treated was located in the proximal left circumflex (lcx). The 3.0 x 15mm quantum maverick balloon was being used for post dilation following deployment of another MFR's stent. On the first inflation, the balloon did not extend properly at 12 atms, and deflated automatically. A second attempt to inflate the balloon resulted in no pressure increase. The physician found blood flowing back into the inflation device (MFR unk). The procedure was completed with another device, and no pt complications were reported. Pt status was reported as 'good'. Analysis found a pinhole tear.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Blood was found in the lumen and in the balloon, indicating the balloon was inflated at some point. Visual and microscopic examination of the balloon material revealed a pinhole tear in the balloon wall located 1.8 centimeters proximally from the distal tip. Visual and microscopic examination of the material surrounding the pinhole tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The mfg records for batch 7693770 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the balloon leak difficulties experienced during the procedure could not be determined.